Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for impella support. During support, hemolysis and renal failure were alleged. The patient was treated with dialysis and a blood transfusion, as a result.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.